Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during the second firing, the distal third of the staple lines were mis-shaping, the staples were not formed correctly. The stomach was opened and the gastric mucous exposed to the abdominal cavity. It began to bleed and the surgeon could not control it. The surgery was converted to open and finished using another device. Procedure prolonged by 60 minutes.

Manufacturer narrative:
D4. Serial number = na.